Event description:
The port was found to be leaking. The pt was brought to outpatient surgery for removal and replacement. According to the operative report, "the port was accessed with a huber needle, and methylene blue was diluted 10:1. It was injected into the port, and there were two needle stick injuries through and through to the tubing. The tubing was then cut above the hemostat. The new port was prepped appropriately on the back field and connected to the tubing. The port was secured to the anterior rectus fascia in three quadrants using interrupted 0 prolene sutures. The new port was accessed with a huber needle, injected with saline and then completely emptied." Postoperatively, the pt developed chest pressure and had to be admitted to the hospital. She was observed. No cardiac origin was found for the pressure. It was thought to be related to the manipulation of the port with injection removal of fluid to test for the leak. She was subsequently discharged.